Event description:
Instruments inspected prior to surgery. After surgery when instruments were inspected and a washer was missing. Pt was xrayed and was discovered in the wound. Physician could not retrieve the washer.